Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain, disability, impairment, and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 1mlo082901, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
Additional information received from the complainant on july 28, 2014 noted that the patient experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding.